Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator will transition from ac power to battery power while plugged into ac power. It is unknown if the device was in use on patient, and if there's any patient harm.